Event description:
Healthcare professional reported an incorrect placement of xen®45 gts during implantation in the left eye. The device remains implanted. Surgery was completed with a backup device (2nd xen®45 gts). Additional information later provided by the hcp reported, "pt confirmed to have [high] iop, therefore, trabeculectomy was performed and retained [xen®45 gts] was removed at this time." This is the same patient reported under MFR report # 3011299751-2022-00017 (allergan complaint # (B)(4)). This MDR is being submitted for the backup device (2nd xen®45 gts).

Manufacturer narrative:
The event of "high intraocular pressure" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.